Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use, and the procedure was completed as planned as the issue did not affect the procedure. The philips remote service engineer (rse) inspected system remotely and confirmed that the system issue was related to the geo module. The review of system log files showed an error indicating an active button detected during start up. Upon troubleshooting, rse determined that the geo module was defective. To resolve the issue, rse ordered the geo module part, and customer replaced the geo module. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure as planned. The procedure was finalized without any delays on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating shutter joystick button was activated, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.